Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured in november 2024. H11: the actual device, photo/video sample and retention sample were received for evaluation. Visual inspection of the device did not reveal any abnormalities that could have contributed to the reported condition. The photo sample showed the set label, and the video sample showed the presence of a drop of liquid; however, the exact location of the leak could not be determined. The retention sample was also evaluated. Visual inspection did not identify any obvious defects or damage, and the sample met the applicable product specifications. Additionally, the retention sample underwent air/leak testing using a calibrated leak tester, and no leakage or issues were observed. The reported condition was based on the video. However, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6)should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the cap. This occurred during preparation of saline solution. There was no patient involvement. No additional information is available.